Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer however no lot information was found on record. No further evaluation is being performed at this time.

Event description:
A peritoneal dialysis (pd) patient's nurse reported the cycler being used by the patient was alarming for air detected in the cassette. Treatment was discontinued. The nurse found fluid leaking behind the cassette door and was on the pump heads. The set was discarded. During follow up the facility staff reported the patient did not have any complications from the leak event.